Event description:
A falsely depressed troponin I result of 0.01 ng/ml was obtained on an auto-repeated pt sample. This result was not reported to the physician. The original sample result was 16.63 ng/ml. The same sample was repeated on an alternate dimension analyzer and results of 17.4 and 17.2 ng/ml were obtained. Treatment was not prescribed or altered as a result of this incident. There was no report of adverse health consequences as a result of the falsely depressed troponin I result. The probable cause of the falsely depressed troponin I result was user error. Filter data indicates no sample present. The sample tube was removed prior to auto-repeat sampling.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and sample data did not indicate a device failure. Filter date indicates no sample present. The sample tube was removed prior to auto-repeat sampling. The device operator guide warns the user to ensure that, "as with any sample run on the dimension system, the operator must ensure that there is enough sample in the sample container to run not only the requested tests but also any subsequent reflex tests that may be automatically run." The instrument is performing within specifications.